Manufacturer narrative:
Vyaire medical file identification:(B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, vyaire medical suggested replacing the gasket with a new one and changing out the muffler assembly. Also, provided part numbers and pricing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical problem with the vela ventilator regarding troubleshooting for low volume in which they found a leak at the gasket of the turbine. He replaced with a used one, but still having a leak.the customer confirmed that there was no patient involvement associated with the reported event.